Manufacturer narrative:
Device received not deployed with the slide insert not viewable in through the viewing window. The linkage assembly, visible through the top housing, was noted to be in the unfired position. Data downloaded from the device returned an 0x5c drive alarm during the priming sequence. Data downloaded from the device indicates the drive mechanism stalled and the ratchet gear did not advanced far enough for the device to deploy. The device was reset, paired with a pdm, and successfully delivered a 5u bolus. During delivery the device successfully deployed. Data downloaded from the rerun indicates that timeouts were present throughout delivery but no drive stall. The ratchet gear was visually noted to be advancing normally and hook talons actuating properly during device rerun. Inspection of the drive mechanism found no damages or defects that could attribute to the alarm during priming.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 23 mmol/l (414 mg/dl) and the pod was not worn.